Event description:
It was reported that the patient experienced thinning of skin around the implantable pulse generator (ipg) and the ipg began eroding through the skin. The ipg system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: model: w1dr01 ipg; implant date: (B)(6) 2021. Model: 30502701 tissue valve; implant date: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.